Event description:
The ventricular assist device (vad) coordinator reported that the battery charger displayed a red light during charging the battery and the controller did not detect the battery. The battery was replaced and returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the battery revealed that the device failed to meet specifications. The battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. Additionally, the battery also exhibited a 10% max error, indicating that the battery was out of calibration. The confirmed malfunction is related to the reported event. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. Fsca apr2014 was distributed to reinforce proper power management. The most likely root cause is a faulty cell that led to the high max error condition resulting in the reported event.